Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the electrograms, noise was observed on the right ventricular lead. The patient did not receive inappropriate therapy due to the noise and was stable. The patient would continue to be monitored.